Manufacturer narrative:
A visual inspection of the returned device revealed that : the balloon profile was relaxed; there was no protective sleeve present; there was no stopcock present; and the balloon was torn longitudinally. The customer complaint was confirmed. The cause of the reported malfunction is undetermined, it is likely attributable to operational context that the balloon profile was damaged due to contact with a sharp exterior source such as a calcified lesion. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.

Event description:
It was reported to boston scientific corporation in 2008, that a cre esophageal / colonic wireguided balloon dilatation catheter was used during an endoscopic inflation and drainage procedure on a male patient (weight unknown) in 2008, according to the complainant, after balloon inflation, the physician noticed the balloon was leaking. The physician "pulled the balloon out of the patient's body and noticed [a] lengthwise hole on the balloon." The procedure was completed with a different balloon (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".